Event description:
(B)(4). After I gotten the essure put in I have had bad bleeding all the time. I found out after having essure put in that I have ibs and interstitial cystitis. I am so swollen in the belly . I am cramping all the time. I can't sleep because of the pain I am dealing with. I am having a lot of memory loss, more each day. I get light headedness. I am twitching so bad.